Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose of 26 mg/dl and was given glucagon at a hospital. The customer indicated that they did not realize that they were going low. Troubleshooting was declined by the customer and wanted to document the incident only.